Event description:
Ceramic liner cracked upon insertion into shell. Liner cracked while surgeon was implanted the liner into the pt's prosthesis. A non-encore instrument was used to insert the liner. A replacement liner was opened and used without any further complications.

Manufacturer narrative:
Proper seating of the ceramic liner prior to impaction is critical to prevent cracks and/or fractures in the liner. The observed failure is consistent with impaction of the liner taking place prior to the liner being fully and symmetrically seated in the shell.